Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, visual observations indicated a complete lead was returned. The helix was retracted, and there was dried blood in the helix housing mechanism up through the lumen. This ra lead did not pass the helix mechanism test, which was most likely due to dried blood in the helix mechanism. The initial allegation of ra lead dislodgement was not confirmed through analysis. Electrically, this lead was found to be within specification.

Event description:
Boston scientific received information that, during the implant procedure of the associated left ventricular (lv) lead, this right atrial (ra) lead dislodged. Attempts were made to place the lead again, but were unsuccessful. It was also noted there were abnormal impedance measurements, which could have been out of range. This ra lead will be returned for analysis. There were no adverse patient effects reported.